Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's most current level was 160mg/dl. The customer treated the highs with the pump. The customer's levels had been as low as in the 50mg/dl range. The customer treated the lows with candy. Troubleshoot was conducted. The device passed high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.